Event description:
Failure of data recording correlated with manual sensor reads. At 04:07 hrs a manual sensor read was performed on (B)(6) 2018. Correlated with this manual sensor read, the sensor failed to make its glucose measurements at 15 min intervals leaving a data gap for the next 31 mins. This is a reliability problem with the sensor and creates issues of confidence in this device. Multiple data gap problems occur during the 14 day use cycle for a sensor. Other reports for subsequent sensor failures will be filed. Ref # mw5083353, mw5083354, mw5083355, mw5083356, mw5083357, mw5083359, mw5083360, mw5083361, mw5083362.